Manufacturer narrative:
Approximate age of device ¿ 3 years and 6 months. The user facility report is attached ((B)(4)). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On 07/19/2016, information was received from a user facility medwatch report stating: event desc: patient found to have a spontaneous right occipital intraparenchymal hemorrhage in the setting of anticoagulation for his left ventricular assist device (lvad). Patient had an international normalized ratio (inr) of 2.6. Additional information received on 07/29/2016 indicated that the patient received a heart transplant on (B)(6) 2016. No further information was provided.